Event description:
The manufacturer was contacted in reference to a customer complaint stating that during a service evaluation and disassembly process, an issue was identified with the humidifier base cable being burnt. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that air inlet filter missing, ui knob broken, the air outlet port had white dust-like contamination in it, air inlet had tan dust-like contamination in it, pca had dust-like contamination all over the top of it, thermal event on humidifier harness connector and pca at j9, dust-like contamination on the top of the blower box lid and surrounding area, dust-like contamination on the top of the blower motor and inside of the blower box, potential mineral deposits in blower box indicate possible water ingress, bottom enclosure had dust-like contamination in it, air inlet seal had yellowed and had dust-like contamination on it, the sound abatement foam was intact and had significant dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. Pil was able to get care orchestrator information from device. Pil was able to confirm the complaint of burnt humidifier base cable. The results of this investigation do not impact the calculated risks.